Event description:
During angio-seal deployment, proper steps were taken to properly deploy angio-seal device. However, the device failed to properly function during the deployment phase, and it did not deploy.